Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to remove the cartridge from the pump, deliver a 9-unit bolus, and load a new cartridge using proper technique. After assistance from technical support, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.